Event description:
In an abstract titled "introduction of eggshell technique minimised the incidence of cement leak during percutaneous balloon kyphoplasty procedures", 138 balloon kyphoplasty procedures were performed in 85 patients during (B)(6) 2007 to (B)(6) 2010. Data was collected and analyzed in all these cases. Eggshell technique was introduced in 2009 where technical problems were encountered during cementing process. The following complications were reported: -9 (6.5%) cement leaks (all within one cm from the vertebral body) in procedures performed before the introduction of eggshell technique and no cement leak following the introduction of eggshell technique -5 (3.6%) fresh fractures -2 (1.4%) intra-operative fractures -1 (0.73%) rupture of balloon. There were no complications of cord compression, motor deficit, infection, allergy to cement or pulmonary embolism noted. Thirty-day mortality rate was zero. No further information was reported.

Manufacturer narrative:
Age at event: age distribution was 33 to 85 years, with an average age of 67.4 years. Sex:gender distribution was 60 females and 25 males. Date of event: unknown. Report source: abstract titled "introduction of eggshell technique minimised the incidence of cement leak during percutaneous balloon kyphoplasty procedures", by r p sidaginamale, m gunaratne, p fadero, m kotrba. Eval method: follow-up with author.